Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was applied to bowel. Following hemicolectomy, an anastomosis leak was observed. The anastomosis was reinforced with sutures to complete the case. This resulted to extended surgical time of more than 30 minutes and extended patient hospitalization.